Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. Approximately 6 years following the procedure, the patient experienced an extensive area of mesh exposure into the vagina. The patient is booked for excision of the exposed mesh. Additional information has been requested.